Event description:
It was reported that the fastener was loose in the ambulance (fastener no longer facilitates proper cot operations during loading/unloading). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.